Event description:
An impella cp was inserted via right femoral artery in an 81-year-old female admitted for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage c. Post device implant, the peel away sheath was removed with manual compression at the site, and the repositioning sheath advanced into placed. Angle matching gauze and forward tension suture were placed. On day 1 of support, after transfer to the intensive care unit, the patient experienced hypotension and a hematoma was observed at the right access site. Manual pressure was applied for 20 minutes and 2 units of blood were administered for low hemoglobin and hematocrit levels. A perclose was placed using side reaccess port technique and the hematoma resolved. The perclose suture was tightened and the reposition sheath advanced back into place. No bleeding was observed at the site. On day 3 of support, the device was explanted. Vascular injury is a known potential adverse event of the impella cp per the instructions for use.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information has been provided in h3 the cause of the asae was most likely patient related since the patient was obese and the bleed occurred after gwru placement and transport. The cause of the hypotension was not determined due to insufficient clinical details.

Manufacturer narrative:
Additional information was received, specifically the return of the device, and evaluation/analysis is currently in progress. Accordingly, section d9 has been updated to reflect the device receipt date. Section h6 (investigation type, findings, and conclusion) has also been updated to align with this information. Correction. Section d1 brand name has been corrected accordingly. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc., or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
B5 updated with additional information received from the clinical site.

Event description:
Additional information received stating that the pump was not removed due to the failure mode. The patient was weaned and experience not other issues after intervention with perclose. Hemoglobin and hematocrit stabilized.